Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5071-53 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the device reached possible premature battery depletion due to elevated thresholds on the right ventricular and left ventricular leads. The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.